Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Product ID d154atg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2006; product ID 407652 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments. Visual analysis found the helix of the lead was extrinsically bent and apparent explant damage was found.

Event description:
It was reported that the right ventricular (rv) lead had a product performance issue. The rv lead was explanted and replaced. Follow up has been requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.